Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the reported black screen could not be duplicated. In addition, noise was observed on the video due to breakage of the ccd unit (charge coupled device). The objective lens was chipped. The control section was dirty. A leak was observed due to a dent in the scope cover. Traces of water and corrosion were observed inside the scope. The body control unit had scratches, and the rubber adhesive was chipped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the entire screen of the subject device becomes black. The issue was observed when the facility was preparing the device for use. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the ccd and video connector internal substrate due to the influence of moisture that entered the device from the leak point. Olympus will continue to monitor field performance for this device.